Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device premature separation could not be determined. The reported device embolization resulted in coronary obstruction/occlusion (partial obstruction/blockage of blood flow) appears to be related to the premature separation of the device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8-6mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) closure using a 6f amplatzer torqvue delivery system. The size of the defect was 4mm computed tomography (CT) visualization was difficult on angiography looked to be close to 4 mm around 12 mm aortic ampulla on CT and again agio difficult on aortic ampulla. The device was prepared in standard fashion and the physician verified the device was just unlocked off click before attempting placement. During procedure, the placement was difficult due to limited visualization of the pda and the device during deployment. The fluoroscopy (fluro) image was a bit gray during the duration of the procedure and the device was under counter traction with the catheter occasionally sliding on the cable with heart contractions. The device fell of the cable of the delivery system and embolized to the patient left femoral artery and there was partial obstruction/blockage of blood flow. There was no direct visualization of the device coming off the cable it occurred in between fluoroscopy images. A new 6mm by 6mm amplatzer duct occluder ii, a cable form the amplatzer torqvue lp delivery system and new 6f catheter form amplatzer torqvue delivery system were chosen. The physician decided to use that technique due to avoid placing another catheter in the pda and loosing his current position and potentially exposing the patient to additional risk. The second device was prepared in a similar fashion the first device and remained on the cable and placed well. A slight increase in the frame rate of the fluoro was made from 20 frames/sec to 30 frames per second. The ductus was closed via placement of the pulmonary artery (pa) disk in the pa and the remainder of the device placed in the ductus. Two15mm non-abbott snares were used to retrieve the embolized device from the left femoral artery. Due to the disk of the device being on the proximal end of a triforcation of the femoral artery the physician was chose a alligator bioptome due to inability to snare with a conventional snare. The retrieval process took about 1 additional hour on the procedure time and the device was successfully removed. The patient remained hemodynamically stable throughout the duration of the procedure and experienced no adverse events as a result of the embolized device. The patient's post procedure care was planned to be standard post closure.